Manufacturer narrative:
A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the sheath during insertion or removal from the outer cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second common cause has been determined to be mishandling of the instrument such as dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of mishandling often results in chips or cracks in the ceramic tip that will lead to complete separation of tip during subsequent handling or use. A third potential cause is the exposure to extreme heat from a laser or electrode during a procedure. This misuse can result in a stress fracture in the ceramic, which ultimately results in the complete separation of the ceramic tip from tube. This type of incident is cautioned against by the recommendation of activating the laser or electrode only when in clear view through the resectoscope, safely away from the ceramic tip. Due to the fact that the instrument has not been returned to gyrus acmi for review, the exact cause of the failure cannot be determined. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a pvp using a green light laser, the plastic tip of the inner sheath of the resectoscope broke and fell into the bladder. The surgeon was able to retrieve all the parts. It was reassembled after retrieval and all the parts were accounted for. The surgery time was increased by approximately 30 minutes and about 3 additional liters of irrigating fluid was used.